Event description:
It was reported that the customer woke up with high blood glucose. The blood glucose reading is over 600 mg/dl. Customer did not understand why the blood glucose was so high. When customer changed the reservoir she noticed the smell of insulin. Customer did not notice the leak until the physician brought it to her attention. Customer has treated with manual injection. The insulin leaked into the reservoir compartment. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.